Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and e116 could not be duplicated. Dust was found inside the device but no other issues were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available

Event description:
A demo visera 4k uhd camera control unit was returned for repair after it was used as a demo at customer site. The device displayed error code e116. There were no reports of patient harm associated with this event.